Event description:
The display screen went blank while in use. The rt removed the unit and sequestered with a lock out on the power source. All vents in-house were inspected for any like issues. The ventilator is a rental from (B)(4). The device was sequestered by (B)(6) on (B)(6) 2014.